Event description:
The customer reported false negative vitros anti-hbc results on a pt sample using the vitros eciq. The pt was believed to be anti-hbc reactive based on other hepatitis test results. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The vitros results were not reported. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The investigation determined that the eciq was operating as expected. Dilution testing with the pt sample confirmed the pt was truly anti-hbc reactive and that the false negative result was due to an unk interferent. The pt sample also tested positive on a competitive method.